Manufacturer narrative:
Software version 4.11 e. Retainer is black. Customer returned device for an alleged no delivery or occlusion alarm found on dec 13, 2021. Device was received with insulin flow blocked alarm during prime or seating test. Unable to perform prime or seating test, basic occlusion test, occlusion test, force sensor test or displacement test due to insulin flow blocked alarm. Thus software was utilized and downloaded trace or history files properly. No delivery alarm found in the history file on dec 13, 2021 at 10:27, 09:38, 09:39 during basal delivery, on dec 12, 2021 at 09:51 during basal delivery and dec 11, 2021 at 21:02, 21:12, 21:13, 21:22, 21:23, 21:24, 21:25, 21:29, 21:34, 21:36, 21:46 during bolus delivery. Device was cut open to perform visual inspection and no physical damage or moisture damage found on the electronic assembly, motor assembly and force sensor assembly. However, leaking oil found on motor during visual inspection. Swapped out test motor and unit passed prime or seating test. Confirmed that insulin flow blocked alarm due to leaking motor oils. The force sensor measurement was within spec range (22.8 millivolts). Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked battery tube threads, cracked case at corner of the belt clip rails, cracked case along the side of the battery tube, missing display window cover and minor scratched lcd window. No delivery or occlusion alarm was confirmed due to motor leaking oils. Cosmetic damage found on the device case. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had insulin flow blocked alarm during priming process. Customer was assisted in troubleshooting and the insulin exited but pump again alarmed insulin flow block during load reservoir process. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.